Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 13 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that a gastrojejunostomy (gj) feeding tube was associated with feeding complications identified on (B)(6) 2026. The patient experienced resistance during flushing and was able to aspirate feed from the gastric port despite administration via the jejunal port. Imaging with contrast confirmed leakage from the jejunal limb into the stomach, consistent with a failure of the jejunal channel. The patient required hospital admission, blood tests, repeat cannulations for intravenous fluids, and multiple x-rays to evaluate and manage the issue. The device was removed and replaced, and the patient was subsequently discharged home with no further reported issues.